Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 367 mg/dl, 262 mg/dl, and 114 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's meter (B) (4) was returned and tested with returned test strips lot # 0907920. The reading complaint was not confirmed.